Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The lift was inspected by an arjo field service technician. The reported drop could not be replicated during the inspection, even when tests were performed under both loaded (170 pounds) and unloaded conditions. The automatic stop function was tested and was found to be working correctly. It was decided to replace the device with a new one. The claimed lift will be returned to the manufacturer for further evaluation to establish the root cause. The results of the analysis will be provided in a follow-up report.

Event description:
The customer representative reported that while staff were in the process of attaching the sling to the lift (with no load applied), the mast suddenly dropped. No function was being operated at that time. No injury was reported.